Event description:
Reporter stated that patient received the following results on the inform ii system compared to arterial blood gas results within 10 minutes: 2.7 mmol/l (meter) and 41.6 mmol/l (blood gas result). The patient had been admitted to the hospital for hypoglycemia and urosepsis. At the time of arrival, the patient was being administered 10% glucose intravenously. At an unknown timeframe after these results, a 2nd arterial blood gas result was 36.5 mmol/l. The patient continued to receive 10% glucose. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.